Event description:
It was reported that, during the patient's implant procedure, impedances on the patient's implantable neurostimulator were >40,000. When the leads were inserted into the snap-lid, impedances were reported as "good". It was stated, the leads would not fit into the device header properly. The patient's ins was replaced with a new device, which solved the impedance problem. The patient recovered without sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.